Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that unspecified error message. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed due to no pairing code. Data log available and failed. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.